Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed. It was determined the device did not meet longevity expectations. Next, the device case was removed and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. No adverse patient effects were reported.